Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump that was in the sucker 1 position stopped and re-booted within a few seconds. In addition, the central control monitor displayed "?". As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The data software logs were returned to the manufacturer for further evaluation. This is related to medwatch 1828100-2012-01521.